Manufacturer narrative:
Investigation conclusion; a review of complaint history did not identify any adverse trends. Possible low viral loads for patient samples used in the study as symptom onset was likely greater than 5-7 days before testing. Root cause; insufficient information. Source; email.

Event description:
Reported discordant negative sars results when conducting a verification study. Pcr resulted positive, and then nine days later the patient was retested on sofia sars and resulted negative. Data regarding symptom onset was not provided, but hospitalized known positive patients were used in the study.